Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to a different issue found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The user's blood glucose level was reported at 132 mg/dl. It was confirmed that the user has alternate insulin therapy available.